Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a tip clamp with a bent prong in the reported problem area of the pipetter assembly. The tip load was adjusted and the tube lifter was replaced. The instrument was inspected, tested without further problem, and returned to service.